Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on a cobas 8000 e 602 module. The initial sample values were reported outside of the laboratory. The results from the e 602 did not correlate with the patient's physical symptoms. This medwatch will apply to the ft3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 assay. The sample was tested twice on the e 602 analyzer, resulting with ft3 values of 6.290 pg/ml and 6.110 pg/ml (reference range = 2.0 - 4.4 pg/ml). The sample was repeated on an abbott architect analyzer on (B)(6) 2021, resulting with a ft3 value of 1.44 pg/ml (reference range = 1.88 - 3.18 pg/ml). The sample was tested twice on the e 602 analyzer, resulting with ft4 values of 2.980 ng/dl and 2.770 ng/dl (reference range = 0.93 - 1.71 ng/dl). The sample was repeated on an abbott architect analyzer on (B)(6) 2021, resulting with a ft4 value of 0.69 ng/dl (reference range = 0.70 - 1.48 ng/dl). The serial number of the customer's e 602 analyzer is (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer could not be reproduced. The measured results were comparable to the results measured with the abbott assay. The investigation could not identify a product problem. The cause of the event could not be determined.